Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(6) clinical study. It was reported that in-stent restenosis occurred. In (B)(6) 2013, the patient was referred for cardiac catheterization. Target lesion #1 was a de novo lesion located in distal right coronary artery (rca) with 80% stenosis and was 12mm long with a reference vessel diameter of 2.5mm. Target lesion #1 was treated with direct stent placement using a 2.25mm x 16mm promus element plus drug-eluting stent. Following post dilatation, residual stenosis was 0%. Target lesion #2 was a de novo lesion located in the mid rca with 75% stenosis and was 14mm long with a reference vessel diameter of 3.0mm. Target lesion #2 was treated with direct stent placement using a 2.75mm x 16mm promus element plus drug-eluting stent. Following post dilatation, residual stenosis was 0%. The following day, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2015, the patient presented with one month history of radiating chest pain associated with shortness of breathing (sob) and for re-evaluation of coronary artery disease (cad). On the same day, electrocardiogram (EKG) showed no specific changes and the patient was referred for cardiac catheterization and was scheduled for a left heart catheterization. Two days later, the patient presented for a scheduled cardiac catheterization, was hospitalized and was referred for a coronary artery bypass graft (CABG). Seven days later, the patient underwent a CABG including left internal mammary artery (lima) to left anterior descending (lad) artery, reverse saphenous vein graft (svg) to obtuse marginal (om1), reverse svg to ramus segment, reverse svg to posterior descending artery (pda), and reverse svg to posterior left ventricular (plv) branch. Six days later, the event was considered resolved and the patient was discharged on aspirin and clopidogrel.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that this is the same case as MDR ID 2134265-2018-03690 and that in (B)(6) 2013, the patient presented due to unstable angina. Post index procedure, the patient was also treated with intracoronary nitroglycerin.